Event description:
It was reported that the patient's pump was turned off and that it had a broken cartridge casing. There was patient involvement and initially no patient harm/adverse event reported. Additional information was received that, after this event was reported, the health professional noted that the patient¿s "echo was worse", and that for 2-3 days after the event the patient had "notable side effects": bone pain, flushing, gi upset, short of breath, and the mother reported that the patient¿s heart rate was 45bpm at school on may 21. The mother reported that this was resolved later the same day. It was suspected that there was patient injury and there was no medical intervention required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.